Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported being unable to receive sensor scan results on the adc freestyle libre, due to a sensor error message displayed after 1 day of wear. The customer subsequently lost consciousness "until he was awaken with an IV from ambulance paramedics". A blood glucose reading of 37 mg/dl was received on the hcp meter. The customer was diagnosed with hypoglycemia and unspecified intravenous treatment was administered by emergency personnel. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
A customer reported being unable to receive sensor scan results on the adc freestyle libre, due to a sensor error message displayed after 1 day of wear. The customer subsequently lost consciousness "until he was awaken with an IV from ambulance paramedics". A blood glucose reading of 37 mg/dl was received on the hcp meter. The customer was diagnosed with hypoglycemia and unspecified intravenous treatment was administered by emergency personnel. There was no report of death or permanent impairment associated with this event.